Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the administration line did not function as intended. The team was able to flush the line with sodium chloride (nacl 0.9%); however, no flow was observed at the branch connection, and the tubing was noted to be collapsed. Patient involvement is unknown, and no patient injury was reported.